Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump that had an inoperative select key on the pump head module keypad on channel b. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the condition of an infusion pump that had an inoperative select key on the pump head module keypad on channel b was confirmed. The assignable cause was not identified in the evaluation, however, the pump head module assembly on channel b was replaced to correct the condition. This issue is currently being investigated.